Manufacturer narrative:
Device analysis completed related to previous reports with rr #: 2029214-2021-01529 h3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5), 0.0260¿ mandrel as found condition: the pipeline flex w/ shield device and marksman micro catheter were returned for analysis within two shipping boxes; within an opened pipeline flex w/ shield outer carton; within an opened pipeline flex w/ shield inner pouch; within an unsealed plastic pouch and within a dispenser coil. The opened marksman outer carton and inner pouch were also returned. Visual inspection/damage location details: no flash or voids molded were found within the marksman micro catheter hub. No damages or anomalies were found with the marksman micro catheter hub. The marksman catheter was found flattened and wavy between ~3.7cm and ~3.2cm from the distal end. No damages or irregularities were found with the catheter tip and marker band. The pipeline flex w/ shield pusher was found extending out of hub ~52.2cm. The pipeline flex w/ shield was retracted out of the catheter with no resistance. The hypotube was found intact and unstretched with the ptfe shrink tubing intact. The distal wire was separated from the hypotube proximal to the wire weld and found stuck within the marksman catheter at the flattened section. The catheter was cut to extract the distal wire and braid. The re-sheathing marker and proximal bumper were found loose on the distal wire. No damages were found with the distal marker. The proximal dps restraints were found to be intact. The distal dps restraint and dps sleeves and tip coil were separated from the distal wire. The proximal braid was found fully opened, damaged and frayed. The middle braid was found fully opened. The distal braid was found tapered, frayed and damaged. Testing/analysis: the marksman micro catheter total length was measured to be ~159.2cm and the usable length was measured to be ~151.6cm, which is within specification (specification: total (ref) = 157cm ± 3cm; usable = 150cm ± 3cm). Resistance testing with the micro catheter and in-house mandrel could not be performed as the catheter was destroyed to remove the distal wire. Conclusion: based on the analysis findings, the customer report of ¿catheter resistance¿ and ¿resistance/stuck¿ was confirmed as the separated distal wire was found stuck within the catheter. The cause of the resistance was the damages (flatten/wavy) found on the micro catheter. Possible causes for catheter damage are patient vessel tortuosity, possible oversized od, delivery device removed aggressively, catheter entrapment or user advances/retrieves device against resistance. The customer report of ¿failure/incomplete open at middle section (hourglass)¿ could not be confirmed, however the report of ¿failure/incomplete open distal (flex)¿ was confirmed. Possible causes for incomplete open are patient vessel tortuosity, damaged braid, braid improperly sized to the anatomy, braid overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents or improper anatomy. From the damages seen on the braid (damaged/frayed); distal wire (separation), proximal bumper/resheathing pad (separation) tip coil/dps sleeves (separation), and catheter (flatten/wavy); it appears there was high force used. It is possible these damages occurred when the customer attempted to advance/retrieve the pipeline flex w/ shield through the marksman catheter against the reported resistance. Possible contributors towards the failure are patient vessel tortuosity, or lack of continuous flush. There was no non-conformance to specifications identified that led to the reported issues. The distal wire of the pipeline flex w/ shield delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex w/ shield against the reported resistance. A review of the manufacturing process did not uncover any deficiencies with regards to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. In addition, the elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issues. There is no indication that the event is related to a potential manufacturing issue. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was no expansion of the distal and medial ends of the pipeline. Multiple maneuvers were performed and approximately 70% of the stent was exposed, without opening it. There was catheter resistance in the middle section. The patient was being treated for a saccular unruptured aneurysm in the let internal carotid artery. The max diameter was 4 mm and the neck diameter was 3 mm. Vessel tortuosity was normal. It was reported the devices were prepared according to the instruction's for use (IFU). Catheter flushed continuously with heparinized saline. Device implantation started with the conventional technique, with exposure of the distal end in the acom. Another pipeline and marksman were used successfully. The pipeline became stuck in the middle and became stuck during delivery. The physician released the load (slack) in the system in an attempt to resolve the issue. The issue did not resolve. The catheter and pushwire were not damaged. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline was not in a bend when it failed to open, and no additional steps were taken to open the device.